Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal rupture requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was very difficult throughout the procedure due to the rotated heart. The first clip delivery system (cds) was positioned on the mitral valve however after several grasping attempts the clip was unable to capture the posterior leaflet therefore the cds was removed. A second cds was advanced and difficulty was met grasping the leaflets. The clip was able to eventually capture the leaflets however the gradient increased to 8mmhg and there was no sufficient mr reduction therefore the clip was removed. At some point during manipulation of the second cds, a chord ruptured on the lateral aspect of a2p2 and the mr was noted to be worse than pre procedure. The patient went into respiratory failure requiring oxygen and developed bilateral effusions requiring thoracentesis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on available information, the reported failure to grasp leaflets appears to be due to procedural conditions. The reported poor imaging is due to challenging patient anatomy. The reported chordal rupture appears to be a cascading event of the failure to grasp leaflets. The reported patient effects of mitral regurgitation (mr), respiratory failure, and pleural effusion appear to be cascading events of the chordal rupture. Additionally, tissue damage, mr and respiratory failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.code 2020 removed.